Event description:
It was reported an over infusion of carfilzomib where the drug infused over 10 minutes instead of over 30 minutes. This was reported to bd representative during site visit. It was reported that "no further information available and no products available for investigation." There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.